Manufacturer narrative:
Patient code (B)(6) was applied to capture the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The telemetry condition was caused by the depleted battery, however, the cause is unable to be determined as the assembly has normal current drains and voltage measurements substitute power is applied.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. No additional adverse patient effects were reported.